Event description:
This report has been updated from serious injury to death. It was reported to philips that the device restarted in the middle of an event displaying "device restarted due to error." It was reported the patient died. The customer stated the error was not noted by the treating team (it was found retrospectively on downloaded data). The customer stated the error had no impact on the overall outcome for this event or the patients condition. The customer reported that the clinicians did not note the "device restarted due to error" message and the device restart during the resuscitation attempt, nor was it documented afterward. The customer reported that the clinicians were in the midst of a resuscitation protocol. The device was used to deliver shock to the patient. A philips clinician evaluated the ECG strips and case events files related to the event. The device was powered on at 11:12:30 am on (B)(6) 2020. Pads were placed and manual mode was selected. A ¿cannot analyze¿ message followed by an ¿asystole¿ alarm were recorded before the ¿device restarted due to error¿ message was recorded at 00:04:20 elapsed time (et). The device restarted in manual mode. Pads were placed, and an ¿apnea alarm¿ followed by an ¿extreme brady alarm¿ and an ¿asystole¿ alarm were recorded from 00:04:49 to 00:06:42 et. An ¿asystole¿ alarm was recorded at 00:08:56. The device was charged to 150 joules and a shock was delivered at 00:10:05 et. The device remained in manual mode until switched to monitor mode, then powered off at 00:30:04. Upon conclusion of the investigation by the philips authorized service personnel (asp), it was determined this was a malfunction of the som pca. The som pca was replaced by the asp engineer and the device passed all operations tests. The device remains in service at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
Correction: the report has been updated from serious injury to death. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device restarted in the middle of an event displaying "device restarted due to error." It was reported the patient died. The customer stated the error was not noted by the treating team (it was found retrospectively on downloaded data). The customer stated the error had no impact on the overall outcome for this event or the patients condition. The customer reported that the clinicians did not note the "device restarted due to error" message and the device restart during the resuscitation attempt, nor was it documented afterward. The customer reported that the clinicians were in the midst of a resuscitation protocol. The device was used to deliver shock to the patient. A philips clinician evaluated the ECG strips and case events files related to the event. The device was powered on at 11:12:30 am on february 16, 2020. Pads were placed and manual mode was selected. A ¿cannot analyze¿ message followed by an ¿asystole¿ alarm were recorded before the ¿device restarted due to error¿ message was recorded at 00:04:20 elapsed time (et). The device restarted in manual mode. Pads were placed, and an ¿apnea alarm¿ followed by an ¿extreme brady alarm¿ and an ¿asystole¿ alarm were recorded from 00:04:49 to 00:06:42 et. An ¿asystole¿ alarm was recorded at 00:08:56. The device was charged to 150 joules and a shock was delivered at 00:10:05 et. The device remained in manual mode until switched to monitor mode, then powered off at 00:30:04. Upon conclusion of the investigation by the philips authorized service personnel (asp), it was determined this was a malfunction of the som pca. The som pca was replaced by the asp engineer and the device passed all operations tests. The device remains in service at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device restarted in the middle of an event displaying "device restarted due to error." The customer reported that there may have been harm. Additional information has been requested.